Event description:
It was reported that a user attempted to set up a libre 3 plus sensor with an ilet device, but the sensor was already paired with the libre app and could not be scanned or used by the ilet, necessitating sensor replacement and a transfer to the partner manufacturer for support. Symptoms included none reported. Outcomes included interruption of cgm data for ilet operation and use of backup therapy until a replacement sensor arrives. Investigation included troubleshooting and user education, review of device compatibility and pairing status, and coordination with the sensor manufacturer. Investigation of this case revealed that the sensor was in use by another device, consistent with expected behavior when a sensor is paired outside the ilet workflow, and no ilet alarms were generated. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to sensor pairing sequence and device-use process.